Manufacturer narrative:
UDI: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product and an evaluation of the returned device. Engineering determined that the trimming process was incomplete. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition was due to an incomplete weld. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, prior to use customer found the sleeve didn't adhere to the gray ring beautifully. Some parts of edge were detached from the ring. The device was not used on a patient. Another device was used to correct the problem. Gender: not provided. Age and weight: not provided. Last patient's status: not available. Operating time not extended.